Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with air in the patient line was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume during the initial drain where air was noted in the patient line. The technical service representative (tsr) instructed the home patient (hp) to troubleshoot and the hp was not draining. The tsr had hp check the patient line for air and there was a lot of it in the line. The tsr explained that the hp would need to end therapy and start over with new supplies. The tsr walked the hp through ending therapy procedure. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm where there was air in the patient line. The hp stated she started over with new supplies and resumed therapy. The peritoneal dialysis nurse (pdrn) is aware of the alarm and air in the line. There was patient involvement. No patient injury or medical intervention was reported.